Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for creatinine jaffé gen. 2 (creaj2) on a cobas 8000 c 702 module. The initial result was 0.47 mg/dl. On (B)(6) 2024 the sample was repeated twice with results of 5.73 mg/dl and 5.63 mg/dl. These results correspond to the patient¿s clinical history.

Manufacturer narrative:
The 702 module serial number was (B)(6).

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The creaj2 reagent lot number was 78833001 with an expiration date of 31-dec-2025. Calibration and qc were within specification. The field service engineer (fse) identified an issue with the rinse tube of a probe and repaired it. The fse readjusted the gear pump pressure and the reagent pipettes. The investigation determined the event was due to a maintenance issue.